Event description:
It was reported that a kink occurred during device recapture. A watchman access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the procedure, three watchman closure devices were deployed through the was and all closure devices failed to meet pass criteria. As a result, multiple partial recaptures were performed and all three closure devices were fully recaptured. However, on the last full recapture of the third 30mm closure device, the was became kinked at the distal end, which left a portion of the feet protruding out of the sheath. There were no issues in removing the device or the sheath from the patient. The case was aborted and no patient injury or complications were reported.